Event description:
The viasys avea ventilator went into vent inop. The therapist that had the pt had been outside the room when the ventilator alarmed. The therapist proceeded into the room and began bagging pt. An ICU rn took over bagging while the rt troubleshot the avea ventilator. The rt pulled the ventilator. A pb 7200 ventilator was set up on the pt at that time.